Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference (self: the person is using themselves as the reference or how they feel at the time they run the blood test.)

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 130 to 140 mg/dl. The blood glucose testing is performed once daily. The customer reported symptoms of shakiness and blurred vision. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and reported symptoms. The customer is currently taking medication to manage diabetes. Comparison of blood glucose test results by customer from truemetrix meter to accuchek meter. Back to back blood test performed by customer produced test results of 168 mg/dl using truemetrix meter and 136 mg/dl using accuchek meter. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 207 mg/dl and 193 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 12/31/2015 and open vial date is 10/26/2015. The meter memory reviewed for fasting test results performed (date / time not set): (B)(6).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter; the meter is functioning properly. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 130 to 140 mg/dl. The blood glucose testing is performed once daily. The customer reported symptoms of shakiness and blurred vision. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and reported symptoms. The customer is currently taking medication to manage diabetes. Comparison of blood glucose test results by customer from truemetrix meter to accuchek meter. Back to back blood test performed by customer produced test results of 168 mg/dl using truemetrix meter and 136 mg/dl using accuchek meter. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 207 mg/dl and 193 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 12/31/2015 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results performed (date / time not set): (B)(6).